Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies were found.

Event description:
It was reported that prior to implant, the device showed eri (elective replacement indicator). It was put in a warmer, but it did not appear to respond so the device was not used. A few weeks later, it was planned to implant it, but telemetry could not be obtained. The device was not implanted. There was no patient involvement.